Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, this pt underwent endovascular repair of an abdominal aortic aneurysm and right common iliac artery aneurysm using gore excluder aaa endoprosthesis. Case planning included coil embolization of the right internal iliac artery, and then intentional coverage of the right internal iliac artery with the device. Final angiogram showed no endoleak, and the physician completed the procedure. On (B)(6) 2009, one month f/u imaging identified a type ii endoleak. The physician decided to monitor the pt. On july 23, 2009, three month f/u examination revealed the type ii endoleak had resolved. On (B)(6) 2009, six month f/u image identified no endoleak. On (B)(6) 2010, one yr f/u imaging identified a proximal type I endoleak. It was reported that the pt's proximal neck length was 16mm. On (B)(6) 2010, one aortic cuff (powerlink) was implanted to repair the proximal type I endoleak. The endoleak was resolved and the pt tolerated the procedure. No further adverse events have been reported.